Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered the following night while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 1 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 5,292 ml during drain 2 of the treatment. This drain volume is 212% the patient's prescribed fill volume of 2497 ml. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient ended treatment for the night. The cycler remained with the patient for continued use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered the following night while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 1 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 5,292 ml during drain 2 of the treatment. This drain volume is 212% the patient's prescribed fill volume of 2497 ml. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient ended treatment for the night. The cycler remained with the patient for continued use.